Manufacturer narrative:
A customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current level. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test. A service history review has been performed for the above listed serial number by the manufacturer. No similar events were found in the service history record. In the event that additional information is obtained a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator shutdown during the device's software upgrade installation. The ventilator was not in use on a patient at the time of malfunction.